Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 25. They replaced the mixing pump because chiller temperature (t4) was cold but now the chiller was not powering on. They checked the connections and everything seems to be connected, it would came in for service. Per investigator notification received on 19mar2024, per depot repair findings, it was reported that failure to autofill, low flow alerts and system pressure fluctuations due to an air leak in the circulation pump inlet hose. Level sensor bracket was missing. Retaining clip of the connector for the upper (gui) main harness was cracked, preventing proper attachment.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the circulation pump inlet hose. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 25. They replaced the mixing pump because chiller temperature (t4) was cold but now the chiller was not powering on. They checked the connections and everything seems to be connected, it would came in for service. Per investigator notification received on 19mar2024, per depot repair findings, it was reported that failure to autofill, low flow alerts and system pressure fluctuations due to an air leak in the circulation pump inlet hose. Level sensor bracket was missing. Retaining clip of the connector for the upper (gui) main harness was cracked, preventing proper attachment.